Event description:
Intracardiac echocardiogram demonstrated tricuspid bioprosthesis with likely restricted leaflets.

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 33mm mitral valve implanted in the tricuspid position required transcatheter valve-in-valve procedure due to tricuspid regurgitation and stenosis. The implant duration of the failing 33mm bioprosthetic valve was two years, six months. A 29mm transcatheter valve was successfully implanted inside the 33mm valve. Both devices remain implanted. Patient was reported to be stable.